Event description:
It was reported that a pen ndl 32g 6mm 3b tw 100ct us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin would not come out during the priming. Verbatim: consumer reported, when priming, no insulin came out. 1 pen needle affected. Lot: 0008850, catalog: 320749. Date of event: unknown, sample: yes".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned a single opened pen needle with a tear drop label indicating it is a 6mm, 32 gauge pen needle from lot 0008850. The pen needle was attached to a test pen filled with saline. The pen was primed and saline was pushed through the system. The saline exited the pen needle without any issues. No problems found with the returned pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 6mm 3b tw 100ct us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin would not come out during the priming. Verbatim: consumer reported, when priming, no insulin came out. 1 pen needle affected lot: 0008850 catalog: 320749 date of event: unknown sample: yes cl"